Event description:
It was reported that the right ventricular [rv] lead had diminishing r wave amplitudes and had intermittent t wave oversensing. It was also reported that the left ventricular [lv] lead (that had been implanted during the replacement procedure/system upgrade) was inadvertently dislodged. The pace/sense portion of the rv lead was capped and replaced; the high voltage portion remains in use. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).